Event description:
(B)(4) - it was reported by the consumer that the 6895 commode seat had become very hard and allegedly had caused sores. No medical attention was sought. Should we receive additional information, this file will be reviewed, and pertinent supplemental report will be submitted.